Event description:
It was reported that air bubbles were observed within the tubing. The customer performed a supply change to address the issue and resumed insulin delivery. The customer¿s blood glucose level ranged between 90 to 240s mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.